Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed but not duplicated. Failure code 812:05 was determined to be a cascade error from failure 808:07. No repair is needed for this condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of "failure code 812:05." (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code 812:05. This event occurred upon power up in the "surgery unit" department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that failure code 812:05 was a cascade failure of 808:07, which occurred during delivery causing an interruption of delivery.